Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the tape switch buttons to activate rotation did not work properly. This problem was caused by improper workmanship of a service engineer performing a previous update. The configuration of the tape switches was corrected immediately and no further problems have been reported. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. It was reported that during a patient procedure, the fd would not rotate. We are unaware of any impact to the state of health of the patient involved.